Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. A cartridge changed and multiple infusion set changes were performed and the occlusions continued.the customer's blood glucose (bg) levels ranged between 250-300mg/dl. Correction boluses via the pump were delivered and manual injections were administered to address the bg level. A system check was performed using the current supplies and insulin was observed dripping out of the infusion tubing during the fill tubing sequence. The customer delivered a test bolus while disconnected from the pump and an occlusion alarm was received. During a follow-up, the customer reported that after performing a cartridge change, no additional occlusion alarms occurred.